Event description:
On 23/jul/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 23/jul/2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 23/jul/2024 presented with staphylococcus epidermidis in the culture and a wbc count of 230/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks to address the infection. When the patient¿s abdominal pain intensified, the patient was admitted to the hospital on (B)(6) 2024. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with no growth and a wbc count within normal limits (exact count not reported) following 48 hours of antibiotic therapy. The patient¿s antibiotic regiment was changed to ip cefepime (dosage, frequency and duration not reported). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient continued ccpd therapy on the same liberty select cycler at home post-discharge.